Manufacturer narrative:
(B)(4). The device was received for evaluation with approximately 50 ml of fluid still in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted excess drug precipitate in the solution of the bladder. A functional test was performed by diluting the drug with solution; however the drug precipitate could not be diluted. The reported condition of no flow was verified. The assignable cause was determined to be excess drug precipitate/viscosity. The cause of drug precipitation was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate did not flow after being connected for two hours. The device was filled with 4500mg of piperacillin/tazobactam in 50ml sodium chloride 0.9%. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.